Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs)/idiopathic ventricular tachycardia (idvt) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, it was noticed that additional anatomy was being created in the right ventricle. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 220cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event for monitoring of the tamponade and the jackson-pratt (jp) drain. There were no factors cited that may have contributed to this adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to procedure. No transseptal puncture was performed. There is no information regarding the sheath. Generator settings included: power control mode with cut-off of 40 watts and temperature cut-off of 50 degrees celsius. Generator parameters at the time of injury included: power at 40 watts (not titrated), temperature average of 29.5 degrees celsius with maximum of 41.4 degrees celsius, and initial impedance of 200 ohms with a decrease of 72 ohms. Ablation time at the site of injury was not reported. Overall ablation time was 1 minute and 32 seconds. Last ablation cycle time was 38 seconds. Irrigated catheter flow was set at 30ml/min. There is no information regarding anticoagulation during the procedure. Force average was 18 grams and force maximum was 53 grams. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter during the procedure and was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.